Manufacturer narrative:
One 8.5f agilis introducer and one dilator were received for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. There was no visible damage to the distal tip end of the introducer or dilator. No manufacturing defects were noted. (B) (4). (B) (4).

Event description:
It was reported during an afib ablation procedure, the physician was placing the agilis catheter to obtain transseptal access for the procedure. A single wall puncture of the right femoral vein was performed using a brk-1 transseptal 98 cm length needle inside the inner dilator and that was inside the small curl agilis nxt steerable introducer. The unit was brought down from the ivc to the fossa under single plane fluoroscopy. At this time, the patient took in a large breath, the physician felt the catheter advance forward, and noticed a change in pressure. A surgical consult was obtained and the patient was taken to the operating room. Once in the operating room, a tee probe confirmed the agilis introducer was approximately 2 cm into the non-coronary cusp of the aorta. The agilis catheter was surgically removed and the aorta was surgically repaired.